Event description:
The pump declared a cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer attempted correction bolus using pump, worked with technical support to inspect and clean pump components, and after escalation discovered o-ring stuck on pneumatic tap; once o-ring was removed, customer successfully loaded cartridge, resumed insulin delivery, and no additional information was received regarding the final blood glucose outcome.